Event description:
(B)(4). Pain, swelling, spotting, cyst, this thing is evil. Spotting started a few months after implanted. Bloody mess after sex. Many sets of sheets, clothes have been ruined. The last round of swelling and pain is causing interfering with daily life. Next month I know have to have surgery to find out what is going on. So much for easy effected.